Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis, moderately calcification and severe vessel tortuosity. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis, moderately calcification and severe vessel tortuosity; inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (4.00mm x 30mm) to a moderately calcified lesion in the rca with 80% stenosis and severe vessel tortuosity. It was reported that the stent could not cross the lesion and was deformed upon removal. Another stent was used to treat the patient. The device was inspected before use with no issues noted. No patient injury or other sequelae were reported for this event. Evaluation summary: the stent was positioned between the marker bands as per specifications. The distal stent segments were raised and deformed. The transition shaft was slightly bunched just proximal to the exchange joint. Blood residue was evident in the inflation lumen. The device passed negative prep. Pressure was applied to the device and the balloon inflated and maintained pressure without any issue. There was no evidence of any leak on the device. Image review: the procedural images confirm a tortuous and calcified rca vessel. A guideliner device is used. The vessel is pre-dilated. A stent is positioned in the mid to distal rca and successfully deployed. There does not appear to be any images of the failed rsint40030x device. Another stent is successfully deployed in the proximal rca vessel. Post-dilations are performed and the final cag shows a good outcome.